Event description:
It was reported by the customer that during a breast biospy the doctor was attempting to take tissue samples when the system delivered an error code. The doctor cleared the error and tried to take another sample and encountered the same error. The doctor tried a different probe and when the sample was retrieved the error recurred. The doctor decided to perform a needle localization and the case was completed by open surgical biopsy.